Event description:
Customer reported a malfunction alarm with code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and since the malfunction code did not recur, the customer was advised to continue using the pump and to call back if the issue reappeared.